Event description:
It has been reported to philips that system exposure was not possible. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Phillips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The procedure was delayed as the customer had to restart the system multiple times. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. The analysis of system log files showed the message post "frontal ip-pc" not done error, which indicated an image processing malfunction and bad channel of hard disk. Troubleshooting identified that the hard disk was defective. The image processing pc (ip-pc) was re-installed, hard-disks were formatted, and image disk was recreated by the service engineer to resolve the issue. After this repair, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.